Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had annular calcium and a large chunk of calcium in the left ventricular outflow tract. A pre-balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. During deployment, the valve non-uniformly expanded (nue) as observed under fluoroscopy. The valve was re-sheathed twice before removal from the patient. A new 27mm navitor vision valve and large flexnav delivery system were prepared. A second pre-bav was performed with a 22mm non-abbott balloon. During deployment, the second valve also nue. The valve and delivery system were removed from the patient. A 23mm non-abbott valve was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable. The user believed the valves nue due to the calcium present.

Manufacturer narrative:
The device was not returned for analysis. An event of valve under expansion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve under expansion appears to be related to procedural complications (valve position) and/or patient condition (heavy calcification). However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 27mm navitor vision valve was selected for implant using a large flexnav delivery system. The patient had annular calcium and a large chunk of calcium in the left ventricular outflow tract. A pre-balloon aortic valvuloplasty (bav) was performed with a 20mm non-abbott balloon. During deployment, the valve non-uniformly expanded (nue) as observed under fluoroscopy. The valve was re-sheathed twice before removal from the patient. A new 27mm navitor vision valve and large flexnav delivery system were prepared. A second pre-bav was performed with a 22mm non-abbott balloon. During deployment, the second valve also nue. The valve and delivery system were removed from the patient. A 23mm non-abbott valve was implanted. The patient did not present with any clinical signs or symptoms. The patient status was stable. The user believed the valves nue due to the calcium present.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.